Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the bipolar energy pedal activated on its own. The customer stated that nothing was pressing the pedal by taking the pedals out of the drawer. An intuitive tech support engineer (tse) reviewed the system logs and found multiple m-12 errors. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the bipolar pedal be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.